Event description:
The target lesion was the proximal rca. The lesion was an isr of a bms (driver: size and implanted date unknown). The vessel was diffused, slightly calcified and moderately tortuous. There was 73.2% stenosis. Aha/acc classification of the vessel was a type c. (B)(6) 2004: it was an elective case. Femoral approach was chosen for the procedure. Angiography was conducted. Pre-dilation was conducted with a cutting balloon (3.25/15mm) at 6atm. Inflation time unknown. Two cyphers (3.5/18mm) were implanted at 15atm for 16-30 seconds with overlap at the target lesion. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 5.2%. Timi flow before and after the procedure was 3.

Manufacturer narrative:
A patient from the (B)(4) clinical study experienced multiple recurrent restenosis and a stent fracture. Past medical history that may increase this patient's risk for mace include mitral regurgitation, angina, previous percutaneous coronary intervention (pci), hypertension and arteriosclerosis obliterans. A patient received 2 cypher stents to treat a lesion in the proximal rca during the index procedure. The lesion was an isr of a bms (duraflex). The vessel was diffused, slightly calcified and moderately tortuous. There was 73.2% stenosis. Aha/acc classification of the vessel was a type c. Pre-dilation was conducted before the implantation of 2 overlapping cypher stents (3.5/18mm). Ivus was conducted. The residual % of stenosis was 5.2%. Timi flow before and after the procedure was 3. Eighteen months post procedure, follow up cag was conducted and 100% restenosis was observed inside both cyphers implanted. This restenosis was previously reported. New lesions in the first diagonal branch and the distal rca were also noted at this time. Re-pci was conducted to treat the restenosis inside the cypher stents and the distal rca with balloon angioplasty. The residual % of stenosis was 20%. It is unknown how the diagonal branch was treated. Six months after this re-pci, follow up cag was conducted and restenosis was once again observed at the same area of the previously stenosed cypher. This restenosis was also previously reported. The lesion was a cto. The patient didn't show any symptoms. To treat the restenosis, balloon angioplasty was conducted in the proximal and mid rca and two additional cypher stents, a 3.0x33mm and a 3.5x23mm, were implanted overlapping and inside the previously implanted cypher stents. Additional information received indicated that approximately 6 months post implantation of the last 2 cypher stents, a follow up cag revealed the 3.0x33mm cypher was fractured and totally separated. The report indicated that no treatment was conducted at this time because there was no proliferation of the intima observed. Approximately two years after the stent fracture was discovered, a follow up cag revealed 90% restenosis inside the proximal rca and 75% restenosis in the fractured stent. Re-pci was conducted with balloon angioplasty and cutting balloon with successful results. The residual % of stenosis was 0% at both areas. However, a follow up cag conducted 3 months later, revealed recurrent 99% restenosis inside of the implanted cyphers in the proximal rca and 75% restenosis in the stent fracture area. Balloon angioplasty and cutting balloon was conducted to treat the restenosis. Another follow up cag conducted approximately 6 months later revealed cto restenosis in the proximal rca. Re-pci was conducted two months later with the implantation of two overlapping non-cordis stents (3.5x23mm and 3.0x28mm promus). The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. The (B)(4) cypher stent is not indicated for the treatment of restenotic lesions and should only be used in discreet, de novo lesions of less than 30mm in length. Restenosis is a known potential complication of coronary stenting. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are long lesions with overlapping stents and coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. This patient's extensive, severe, and progressive vascular disease in combination with the intimal trauma resulting from the recurrent treatment conducted and the stent fracture may have contributed to the recurrent restenotic events. An investigation was conducted surrounding the increase in cypher stent fracture complaints. As a result of that, investigation labeling changes related to stent fractures were made. This is one of three reports submitted for related events occurring in the same patient. Please reference MFR report #s: 9616099-2006-00365, 9616099-2006-00366 and 9616099-2010-00437.

Manufacturer narrative:
Seventeen months post procedure, follow up cag was conducted and restenosis was observed inside both cyphers implanted. There was 100% stenosis (total). To treat the restenosis, dca (flexi-cut) was conducted from the proximal end of the implanted cypher. Then, cutting balloon (3.5/10mm) was conducted and as it was being inflated at the proximal end of the implanted stent, the balloon ruptured at 10atm. Then, poba was conducted at the distal rca with a balloon (3.0/20mm: esprit) at 10atm for 90 seconds, but this balloon also ruptured. Therefore, a gw (product unknown) was inserted into the pda. Poba was conducted again with a balloon (3.0/13mm) at 10atm for 90 seconds at the proximal end of the distal rca. Then poba was conducted inside the implanted cypher with the same balloon (3.0/13mm) at 20atm. Inflation time unknown. The residual % of stenosis was 20%. It is unknown how the diagonal branch was treated. Approximately 22 months post procedure, the patient presented to the cath lab for follow-up angiography. The patient was asymptomatic. The patient was reported to be compliant with the prescribed anti-platelet regimen (aspirin and sarpogrelate hcl/ anplag). The patient was also taking nitroglycerine and isosorbide; however, he was not taking routine plavix/ ticlid. Angiography revealed a re-restenosis of the same are in the proximal through mid rca. The vessel was described as a chronic total occlusion (cto). The lesion was re-opened using balloon inflations (details unknown). Then 2 additional cypher stents, a 3.0 x 33mm and a 3.5 x 23mm, were positioned within the previously stented segment, completely covering the previously placed cypher stents (2- 3.5 x 18mm overlapping cypher stents). The 3.0 x 33mm cypher was positioned within the lower portion of the stents and was deployed to 15 atms, and the 3.5 x 23 was placed to cover the proximal portion and was deployed to 8 atms. The patient was discharged in stable condition the following day. Approximately 29 months post index procedure and 7 months post implantation of the 3.5 x 23mm cypher stent, a follow up angiogram was conducted. A stent fracture was observed in the 3.5 x 23mm cypher sent in the proximal rca, where it overlapped the distal edge of the distally originally implanted cypher ((B)(6) 2004). The stent was totally separated, but there was no treatment conducted because there was no intima proliferation observed. Approximately 22 months later, an additional follow up angiogram was conducted and a 75% - 90% restenosis was observed inside of the 3.5 x 23mm cypher in the proximal rca in the area of the fracture. The patient didn't complain of chest pain. To treat the restenosis, pci a balloon (3.75mm) and then cutting balloon (4.0mm) was conducted. The residual % of stenosis was 0%. Three months later, angiography revealed restenosis of the same segment and the patient was again treated with balloon angioplasty and cutting balloon. Seven months later, the area restenosed again (cto). No treatment was conducted because the patient was asymptomatic for coronary symptoms and experienced some allergic symptoms during the angiography. Three months later, pci was conducted without contrast medium. To treat the restenosis, two promus stents, a 3.5/23mm and a 3.0/28mm were implanted without a gap. Physician's comment: the probable cause of the stent fracture and the restenosis was unknown because the patient had a complex history of pci. Concomitant medications: anti-platelet therapy conducted is following: heparin 1000u/day: (B)(6) 2004; nitroglycerin 45mg: (B)(6) 2004; nitroglycerin 0.3mg: (B)(6) 2005; aspirin 100mg/day: (B)(6) 2003; cilostazol 200mg/day: (B)(6) 2004, (B)(6) 2007; clopidogrel sulfate 50mg/day: (B)(6) 2007; isosorbide dinitrate 2 sheets/day: (B)(6) 2004; sarpogrelate hydrochloride 300mg/day: (B)(6) 2004. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This is one of three reports submitted for related events occurring in the same patient. Please reference MFR report #s: 9616099-2006-00365, 9616099-2006-00366 and 9616099-2010-00437. Additional information will be submitted within 30 days of receipt.